Event description:
It was reported that the device could not establish capture on the left ventricular lead and the ventricular impedance had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.